Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach to the patient's esophagus. There was no harm to the patient; no intervention was required. The procedure was repeated. Prior to the procedure, an endoscopy was performed and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule.